Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The pump was turned off, tubing was clamped, and the cassette was removed. The tubing was massaged and then the cassette was reattached. The pump was turned on and the alarmed upstream occlusion. The screen then read stopped and continued to beep. The keypad would not allow for stopping or advancing screen. The beeping stopped and allowed the pump to be started. Prior to ending the call, the pump began to alarm with a with a 2 toned beep and the screen still read "run". The reservoir volume was 69ml, and the rate was 2.5. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.